Event description:
It was reported that the device would not operate on battery power. There were no reports of patient use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The main pcb was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated and removed assembly and determined that the root cause of the reported failure was a broken leg (#3) of fet transistor, designator q2.